Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. The image submitted with the returned device shows the catheter did not display contact force. Optical fibers 1-3 no longer met specifications for optical properties when the returned device was connected to the tactisys quartz unit. However, contact force was displayed with no error messages noted. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, observed short circuits, and a loss of force data during the procedure. The root cause of the detached pi irrigation tubing was determined to be supplier related. Abbott is continuing to monitor the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis which revealed a fluid leak as well as multiple short circuits.